Event description:
The customer reported via phone call that he experienced bubbles in the reservoir and stated that the bubbles were coming from the top o-ring. The customer stated that the bubbles appeared an hour after priming. The customer's blood glucose was unknown. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer stated the bubbles were champagne sized. The customer was advised to change the infusion set. The customer was able to remove the air bubbles while troubleshooting. The customer was advised that replacement reservoirs would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.